Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that versacross connect access solution for faradrive was selected for a pulmonary vein isolation procedure. Upon unpacking, after the product was handed over to the sterile field, a crack was found on the product. A portion of the vassacross connect was damaged to the wire port of the vassacross connect was confirmed before removal from the package in the sterile field. The hub/snap structure and the wire port were found to be completely separated. The damage occurred before insertion into the patient. The procedure was completed by using different device, same model. No patient complication was reported. The device is not expected to return for analysis as discarded.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem, and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that versacross connect access solution for faradrive was selected for a pulmonary vein isolation procedure. Upon unpacking, after the product was handed over to the sterile field, a crack was found on the product. A portion of the vassacross connect was damaged to the wire port of the vassacross connect was confirmed before removal from the package in the sterile field. The hub/snap structure and the wire port were found to be completely separated. The damage occurred before insertion into the patient. The procedure was completed by using different device, same model. No patient complication was reported. The device is not expected to return for analysis as discarded. It was further reported that the luer was broken.

Event description:
It was reported that versacross connect access solution for faradrive was selected for a pulmonary vein isolation procedure. Upon unpacking, after the product was handed over to the sterile field, a crack was found on the product. A portion of the vassacross connect was damaged to the wire port of the vassacross connect was confirmed before removal from the package in the sterile field. The hub/snap structure and the wire port were found to be completely separated. The damage occurred before insertion into the patient. The procedure was completed by using different device, same model. No patient complication was reported. The device is not expected to return for analysis as discarded. It was further reported that the luer was broken.

Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. Investigation summary: with all the available information, boston scientific confirmed the reported clinical observation. The reported allegation is confirmed as per media provided. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. However, the reported allegation is confirmed as per the media provided. Investigation conclusion: based on all the available information, the cause of the handle damage was likely attributed to the device design, packaging design can cause lead to removing device in a way that induces damage to device.